Manufacturer narrative:
The study coordinator stated that the patient was seen by a different physician when the stroke occurred and he was unable to obtain additional information. The study coordinator was unable to obtain the MRI results. As reported by the (B)(4) study, within twenty-four hours of having a stent deployed in the proximal left internal carotid artery (ica) the patient developed hypotension and bradycardia. Treatment included phenylephrine. The patient was symptomatic prior to the index procedure. One week after the index procedure, the patient developed a new, sudden headache. The following morning the headache was more severe and the patient went the hospital and was found to have a blood pressure of 230/110 (hypertensive crisis). The patient was admitted and underwent a CT scan that showed "a subarachnoid hemorrhage." The patient was kept in the intensive care unit for one week and underwent a cerebral angiogram that showed no evidence of aneurysm. Two weeks after the index procedure the patient had a brain MRI scan and was told she had a "new stroke" and was subsequently discharged home. Although the symptoms occurred on the right side of the body it was unknown which hemisphere the stroke occurred in. The patient followed up with her physician and had a carotid ultrasound done and was informed the stents were "okay." The patient was evaluated by a pain specialist and started on new medications because of the severe headaches and pains. It was reported that the event fully resolved. There was no residual neurological deficit. According to the investigator, the event was not related to cordis product or the index procedure. Five weeks after the index procedure, the patient stated she felt "off-balance" with right arm weakness. The patient reported being compliant with her medications and denied focal weakness, numbness, vision, or speech dysfunction. The patient stated she was diagnosed with takayasu's disease and would undergo further evaluation. The patient's anti-platelet medications were held after the recent subarachnoid hemorrhage. The patient was back on aspirin and reported new weakness to the right side. A brain MRI was done to assess for new ischemic events. The study coordinator stated that the patient was seen by a different physician when the stroke occurred and he was unable to obtain additional information or the MRI results. The patient's medical history includes transient ischemic attack, stroke, hyperlipidemia, hypertension, smoking, severe pulmonary disease, contralateral carotid occlusion, post-radiation therapy, peripheral vascular disease, basal cell carcinoma, and bilateral internal carotid artery disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14014740 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14014740. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Forty percent of patients undergoing carotid artery stenting (cas) sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the instructions for use (IFU) as such. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that these events are related to the design or manufacturing process of the device. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
Additional information was received that reported after the index procedure, the patient developed hypotension and bradycardia. The study coordinator confirmed the hypotension and bradycardia occurred within twenty-four hours of the index procedure. Treatment included phenylephrine . One week after the index procedure, the patient developed a new, sudden headache. The following morning the headache was more severe and the patient went the hospital and was found to have a blood pressure of 230/110. The patient was admitted and underwent a CT scan that showed "a subarachnoid hemorrhage." The patient was kept in the intensive care unit for one week and underwent a cerebral angiogram that showed no evidence of aneurysm. The patient was discharged home. Two weeks after the index procedure, the patient developed new right arm and leg weakness and went back to the hospital. A brain MRI scan was done and the patient was told she had a "new stroke" and was subsequently discharged home. The patient followed up with her physician and had a carotid ultrasound done and was informed the stents were "okay." The patient was evaluated by a pain specialist and started on new medications because of the severe headaches and pains. Five weeks after the index procedure, the patient stated she felt "off-balance" with right arm weakness. The patient reported being compliant with her medications and denied focal weakness, numbness, vision, or speech dysfunction. The patient stated she was diagnosed with takayasu's disease and would undergo further evaluation. The patient's anti-platelet medications were held after the recent subarachnoid hemorrhage. The patient was back on aspirin and reported new weakness to the right side. A brain MRI was done to assess for new ischemic events.

Event description:
As reported by the (B)(4) study, the patient experienced a stroke two weeks after the index procedure. The patient was symptomatic prior to the index procedure. The target lesion was located in the proximal left internal carotid artery (ica). The lesion was described as 85% stenosed, non-thrombosed, 18mm in length, concentric, arch type I, eccentric, with severe calcification. The reference vessel was 5.1mm in diameter and moderately tortuous. A 5mm angioguard rx was successfully deployed beyond the target lesion. The lesion was pre-dilated with a non-cordis balloon catheter and an 8x30mm precise pro rx stent was successfully implanted. The angioguard was retrieved with debris noted in the basket. There were no air bubbles present. The patient left the angiography suite with no neurological deficit. Approximately two weeks after the index procedure, the patient experienced a stroke. It was unknown which hemisphere the stroke occurred in. The symptoms occurred on the right side of the body. The patient did not have any known allergies to nitinol, nickel, or titanium. The patient was confirmed as being symptomatic prior to the index procedure which was described as a history of transient ischemic attack (tia) and severe stroke. Post-dilation was not performed. The size of the sheath introducer was unknown. There was a tight seal between the stent delivery system and the tuohy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. It was unknown if the user aspirated prior to contrast injections. There was no thrombus noted post-deployment. Treatment for the stroke included hospitalization and unknown new medications. A magnetic resonance imaging (MRI) of the brain was performed and aggressive blood pressure and ldl control was initiated.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. It was reported that the event fully resolved. There was no neurological deficit. According to the investigator, the event was not related to cordis product or the index procedure.